Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a device check. Device interrogation revealed multiple episodes of ams due to atrial myopotential oversensing. Noise was reproducible through isometrics. Programming changes were recommended. Further actions will be discussed with the physician.